Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of the device history records for product numbers 121887350 and 962711000 lot numbers 3229759 and 3263366 found no anomalies. Review of provided patient x-rays finds what appears to be lucency below the medial portion of the acetabular cup and along the medial portion of the femoral sleeve. However, due to the quality of the x-ray provided, these areas cannot be clearly defined. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised due to anomaly attributed to mom. Doi-(B)(6) 2011, dor will be (B)(6) 2013. On (B)(6) 2011, tha was done with s-rom mom. On (B)(6) 2013, revision will be performed due to anomaly attributed to mom. Would you please urgently check DHR review and complaint history record prior to full investigation since it is the reportable event to the government?